Manufacturer narrative:
Taper ii. The product associated with this report was returned, however, the access port connector was not returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other information available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Reported as "leakage between the port and the catheter."